Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The pump capacity was not sufficient. The front was broken. The power switch was damaged, and the xenon lamps were from third-party suppliers. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the compressed air function on the evis exera iii xenon light source had a too weak of a performance. No patient harm reported. During the evaluation of the device, it was noted moisture had penetrated the unit via the connection base. This report is to capture the reportable malfunction of moisture had penetrated the unit via the connection base noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the liquid invasion to the device was due to user handling. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿[important information ¿ please read before use] do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [Connection of an endoscope] before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction. [Care] do not immerse, autoclave, or gas sterilize the light source. These methods will damage it.¿ olympus will continue to monitor field performance for this device.